Event description:
It was reported that during lead placement the patient went into sustained polymorphic ventricular tachycardia (vt). The lead was removed and the patient brought back to normal sinus rhythm with cardioversion. The lead was ultimately placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.